Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to a failure of integrated circuit, designator u18.

Event description:
The customer contacted physio-control to report that their device would not recognize a patient connection through its therapy connector, during service. In this state, the device would not be able to provide therapy, if it were needed. It was additionally observed that the device would not power off. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly and performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not recognize a patient connection through its therapy connector, during service. In this state, the device would not be able to provide therapy, if it were needed. It was additionally observed that the device would not power off. There was no patient use associated with the reported event.